Event description:
The complaint is reported as: "during insertion the guidewire became kinked and the doctor was unable to move the guidewire. The doctor attempted to push the guidewire forward and pull it backwards. It became sheared off and a portion of the wire is within the patient's artery. They have not performed an intervention to remove the guidewire yet." It was reported that the wire remains in the patient's artery with no plans to remove it at this time. The patient is extubated and remains in the ICU for other health reasons unrelated to the retained wire.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided nine photos for evaluation. The photos displayed an unraveled guide wire fully advanced through the catheter over needle. Further examination of the fractured surface or guide wire could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of a separated guide wire was confirmed by visual inspection of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer reported that the doctor attempted to push the guidewire forward after meeting resistance, and the doctor pulled the guidewire backwards against the needle while in the vessel. Therefore, intentional user error (not per IFU) likely caused or contributed to this event. An in-service has been initiated to educate the customer on proper use of the device.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "during insertion the guidewire became kinked and the doctor was unable to move the guidewire. The doctor attempted to push the guidewire forward and pull it backwards. It became sheared off and a portion of the wire is within the patient's artery. They have not performed an intervention to remove the guidewire yet." It was reported that the wire remains in the patient's artery with no plans to remove it at this time. The patient is extubated and remains in the ICU for other health reasons unrelated to the retained wire.